Manufacturer narrative:
B2: overdose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient went to their pump doctor's office today for a refill of fentanyl. When the patient was checking out at the office, they began seizing and were unresponsive for 13 minutes. The patient was now in the ER and they used narcan to bring them back. The caller wanted a manufacturing representative (rep) to come and read the pump to try to determine what happened with the programming and dosing.